Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported upstream occlusion alarms which were unable to be reproduced during evaluation; however, upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion alarm. There was no known patient injury or medical intervention associated with this event. The customer also reported attempting to resolve the alarm by cleaning the sensor and running the pump at 40 ml however, the device continued to alarm. No additional information is available.